Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. Fiducial were administered transperineally and the procedure was performed under general anesthesia. Magnetic resonance imaging was performed showing possible rectal wall infiltration. The axial image showed no rectal wall infiltration from base to midgland. On the inferior slice , close to the apex there is a possible rectal wall infiltration. This is also seen on the saggital view. There were no patient complications reported as a result of this event. The patient has completed external beam radiation (ebrt) treatment.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.